Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Manufacturer reference number: (B)(4). Incident date was not provided. Lot number not provided section. UDI not provided. Re-processing information not provided section since the lot number was not provided, this information cannot be determined.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative and postoperative diagnosis was menorrhagia, uterine prolapse, symptomatic rectocele, and stress incontinence. The procedure performed was a total vaginal hysterectomy, tension free vaginal taping, intraoperative cystoscopy, and a posterior repair with mesh. The patient underwent an additional procedure on (B)(6) 2007. The preoperative and postoperative diagnosis was sui. The procedure performed was a bioarc sling and cysto. At this time a bioarc sp system with intexan lp, reference# (B)(4), lot# 519392068 was implanted.